Event description:
On (B)(6) 2013, the lay user/reporter contacted lifescan (lfs) on behalf of the patient (her husband) alleging he was unable to test because his onetouch select meter had a piece broken off. The reporter was unable to specify which part of the meter was broken. This complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged issue first occurred on (B)(6) 2013 at an unknown time. It is unknown if the patient was able to continue to test after the alleged issue occurred. The reporter stated the patient uses oral medications with diet and exercise to manage his diabetes. The reporter stated on the day of the alleged issue, the patient made no changes to his usual medications, diet or activity level. The reporter stated the patient did not develop any symptoms due to the alleged issue. However on (B)(6) 2013 ,the patient reported being seen in a doctor¿s office and a reading of ¿483mg/dl¿ was obtained on the doctor¿s meter and the patient¿s usual diabetes regimen was changed to include insulin instead of oral medications. During the time of troubleshooting, the patient reported it was not the first time the meter had been used, and there was confirmed misuse of the meter. Replacement products were sent to the patient. This complaint is being reported since the reporter claims due to the alleged issue, a severely high blood glucose reading was obtained by the patient¿s doctor and the patient required treatment for an acute complication of diabetes, and there was a delay in treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.